Manufacturer narrative:
(B)(4). This complaint for overprime-leak out of patient line is confirmed due to the use error-patient connector lower than heater bag. The home patient stated the patient line fell out of the organizer without touching the floor. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting when the patient line primed, fluid came out of the top of the line on a home choice (hc). The hp stated the machine was shut off. The technical service representative (tsr) explained the patient line primes by gravity only and if there was more than one bag on top of the machine, fluid can come out of the vented cap. The hp understood and would set up the machine again. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the overprime. Per the hp, the bags were not stacked, but the patient line came out of the organizer during prime and leaked on the floor. The hp stated the line did not hit the floor, so the hp continued with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.